Manufacturer narrative:
Following the return and subsequent investigation of the device, it was observed that the item consisted of mixed components dated between january 2023 and september 2023. This variability in production dates introduced challenges in pinpointing the source of the defect. An inspection revealed that the stud threads were damaged. However, the root cause of the damage remains undetermined. The threads exhibited signs consistent with mechanical stress but we were unable to determine how or when the damage occurred. At this time, we have not identified a systemic issue within our manufacturing processes that would account for this occurrence.

Event description:
1) couldnt remove adjusting nut: "myself, 2 separate nurses, and the rnicu attending were unable to unscrew the gomco. The wrench in the charge nurse's office was too small, and the pliers were also not useful. We had to wait for maintenance to bring their tools. We were finally able to unscrew the gomco with a big tongue-and-groove adjustable plier. Instead of staying on for 5 minutes, the gomco ended up staying for 26 minutes. The baby started getting fussy and also started feeling pain since the lidocaine wears off quickly. He formed a clot on the ventral surface but otherwise did ok without excessive bleeding and was able to go home later that afternoon. Baby was a hispanic baby (baby (B)(6) in (B)(6). I asked the nurse to file an incident report - not sure if it was done. The nurse was (B)(6), and the charge nurse I think was (B)(6). 2.) Wouldnt tighten down.